Event description:
It was reported the balloon ruptured circumferentially on the 2nd inflation at 25-27 atm during a declot of an a/v fistula. The balloon was in one piece and was removed from the patient. There was no patient injury reported.

Manufacturer narrative:
The device history records were reviewed and it was confirmed that the lot met all release criteria. Visual examination of the returned sample indicated that a tear occurred in the balloon approximately 1.5 cm from the distal marker inside the barrel. The tear is approximately 1/3 of the circumference of the balloon. The balloon was punctured by an unknown source. Balloon fibers are cut and frayed indicating that the balloon also hung on the source of the puncture. The reported event was confirmed, however, the root cause is unk.